Manufacturer narrative:
Physio-control has performed multiple attempts to contact the customer to determine the status of their device but no response appears forthcoming.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was not powering on with ac or dc power.  There was no report of any patient use associated with the reported issue.